Event description:
It was reported that approximately 3 years post 3.0x18mm xience v stent implantation in the ostial proximal right coronary artery (rca), the patient experienced increasing anginal pain and dyspnea. On (B)(6) 2011, per angiogram, severe proliferative in stent restenosis and stent recoil in the ostial rca. Treatment included cutting balloon, angioplasty and stenting. There was no adverse sequela reported and on (B)(6) 2011, the patient was discharged. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Factors that can contribute to the stent not being fully apposed to the vessel wall include, but are not limited to, improper or inadequate crimping at the time of manufacture, patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique during use of the product, an interaction with the patient anatomy and/or previously implanted stents, post dilatation technique, or under sizing of the vessel. The reported angina and re-stenosis are listed in the xience instructions for use (IFU) as a known adverse event associated with coronary stenting. It was reported that the lesion was not pre-dilated. The reported angina and dyspnea appear to have been secondary effects of the re-stenosis. It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. It is likely that the lack of pre-dilatation contributed to the reported wall apposition (stent recoil). There was no device malfunction reported during the index procedure indicating the stent was successfully and properly implanted. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure. A review of the lot history record was performed and there are no non-conforming material reports associated with this lot that would have contributed to the report event. Additionally, a search of the complaint database indicated no related incidents. There is no indication of a product quality deficiency. All stent delivery systems are confirmed by various quality checks to verify visual, functional and dimensional specifications, including proper balloon dimensions, and proper stent placement. Additionally, a sampling of units is destructively tested to verify proper inflation and stent deployment and stent uniformity of expansion.